Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) (single port) instrument was analyzed and found to have a broken instrument tube adapter. The broken piece was not returned and measured approximately 1.88mm x 2.66 mm in size. An in-house mcs tip accessory was successfully installed despite the damage. Manual tip articulation was performed and passed. The instrument was placed on the in-house system testing and passed energy delivery. The instrument moved intuitively with full range of motion in all directions, with the grip opening and closing properly when the grip knob was manually rotated. The housing was removed and there was no damage found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip/instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, single port (sp) monopolar curved scissors (mcs) tip fell into a patient after the scissor tip connection was broken. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and found to be in normal condition, with no damage identified. During the procedure, a device fragment fell inside the patient while suturing in the abdominal cavity; the surgeon believed this was due to a collision between instrument arms. Only some fragments were retrieved, as the remainder were too small, but no additional surgical intervention was needed. The procedure was completed robotically, and the surgeon confirmed the residual fragments were small enough to pass through the drain. There was no post-operative tests or imaging studies performed. The instrument and fragments are not available for return, and the scissor tip had been discarded. There were no images or videos of the devices or procedure for review.